Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a blood leak occurrence during hemodialysis (hd) treatment. The machine alarm activated and the drain tested positive for blood. Blood was also seen in the dialysate. Additional follow-up was made with the user facility registered nurse (rn), who stated an internal blood leak occurred immediately after the patient¿s treatment was initiated. The patient was connected to a 2008t hd machine and fresenius bloodlines when a blood leak alarm occurred. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. Per rn the blood was not returned to the patient and no damage to the dialyzer or packaging was observed. The estimated blood loss (ebl) was approximately 200ml. Blood leak tests were used after the incidents to check for the presence of blood in the dialysate and the test strips returned positive results. Per rn no patient adverse effect was experienced and no medical intervention was required as a result of the reported event. The patient dialyzed 3 times a week and the patient was able to complete treatment with new supplies on the same machine without issue, and did not require any medical intervention or additional treatments as a result of the reported occurrence. The dialyzer sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the dialyzer was available to be returned, to date no parts have been returned to the manufacturer for physical evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.